Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 29, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 10th of january 2024, day 121 post insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The in-vivo data confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 26 april 2024. D9. Is this device available for evaluation? Yes, 12 march 2024. G3. Date received by manufacturer updated to 25 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.